Manufacturer narrative:
A visual, functional and dimensional inspection of the product involved in the complaint could not be conducted since the product or a picture of the defect was not provided. A DHR (device history record) review could not be conducted since reported lot number "43511311" is not a valid lot number for teleflex at the (B)(4). All lot numbers from teleflex at the(B)(4) consist of ten characters. A corrective action cannot be applied since it is not possible to identify the defect reported and to investigate its root cause, in order to perform a proper investigation it is necessary to evaluate the sample involved in the incident. The customer complaint cannot be confirmed based solely on the info provided. In order to perform a proper investigation it is necessary to evaluate the sample involved in the incident; however, current production was verified to identify any issue that can lead to the reported defect and no issues were found. If the device sample becomes available this investigation will be updated with the eval results.

Event description:
The event is reported as: the customer alleges that the mask could not be disconnected from the connector, and thus the connector comes away from the tubing. No patient injury reported.